Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an endoscopy procedure, the fast fix deployed t1 but could not deploy the t2 implant. The procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the reported fast fix 360 curved needle delivery system ei, intended for use in treatment, will not be returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deployed. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending or flexing the delivery needle during attempted deployment. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.